Event description:
It was reported during placement of this dialysis catheter while injecting into one cahteter lumen, a blood return could be seen in the other catheter. This catheter was removed and another dialysis catheter was successfully placed without any patient complications. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation a supplemental medwatch report will be filed under the appropriate sequence number.